Event description:
Boston scientific received information that during a routine follow-up appointment, it was noted this right ventricular (rv) lead exhibited shock impedance measurements less than 20 ohms once in the daily measurements. Isometrics were performed and no oversensing was noted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.